Manufacturer narrative:
(B)(4). Concomitant medical products: x11-180314, bi-metric/x por nc lat 14x150, 155890. Us157860, m2a-magnum pf cup 60odx54id, 157470. The 157454, m2a-magnum mod hd sz 54 mm, 118300. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00382, 0001825034-2018-00381, 0001825034-2018-00384.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Subsequently, the patient was being considered for a revision procedure due to unknown reasons. No revision procedure has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.